Manufacturer narrative:
The biomedical engineer reported that their wireless bedside monitors are in communication loss in the ed. The hardwired ones have no issues. They have restarted the central nurse's station (cns) and rebooted some of the bedsides, but they were still in communication loss. Nihon kohden technical support (tech support) had them try and interbed, and they were able to look at a bedside, however no patient was on it, but she got the bedname and dashes for the readings, indicating it was an empty bedside. After technical support looked at the install documents, from what they could tell, it may be that the wireless bsms run off of the hospital network. Tech support informed them to inform their it to look at there side to see if they are having any issues. The customer later informed us that this was caused by the nk switch in the idf closet being unplugged while it was conducting work in there. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor, model: bsm-6301a (B)(4).

Event description:
The biomedical engineer reported that their wireless bedside monitors are in communication loss in the ed. The hard wired ones have no issues. They have restarted the central nurse's station (cns) and rebooted some of the bedsides, but they were still in communication loss. Nihon kohden technical support (tech support) had them try and interbed, and they were able to look at a bedside, however no patient was on it, but she got the bed name and dashes for the readings, indicating it was an empty bedside. After technical support looked at the install documents, from what they could tell, it may be that the wireless bsms run off of the hospital network. Tech support informed them to inform their it to look at there side to see if they are having any issues. The customer later informed us that this was caused by the nk switch in the idf closet being unplugged while it was conducting work in there. No patient harm was reported.